Manufacturer narrative:
The pump failed the displacement test and alarmed motor error during the rewind and had a motor position encoder error in the alarm history due to an out of phase motor encoder signal. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer states they received motor position encoder error alarm. The customer's blood glucose level at the time of incident was 160mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.